Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a 2.5mm maverick balloon. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the 80% stenosed lesion located in the moderately calcified, severely tortuous, proximal to mid right coronary artery (rca), but was unable to cross the lesion. The physician then deep seated the guide catheter to gain support and the stent dislodged inside the guide catheter. A snare was used to remove the dislodged stent. The procedure was completed using another taxus stent. No patient injuries or complications were reported. Pt status post procedure is noted as fine.